Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 550 cc. Flow rate: 4 cc/hr. Procedure: bilateral mastectomy and place implants. Cathplace: subpectoral. ((B)(4)). Pt had bilateral mastectomy and place implants procedure on (B)(6) 2011. (B)(6) weeks post-operative the pt presented symptoms of jaundice and pruritus. Physician indicated that the symptoms were related to a combination of .5% marcaine 4 cc/hr total volume of 550 cc and 3 hours of desflurane.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.